Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: no kinks were noted. No anomalies were observed to the transducer handle or the saline hub. It was observed that the outer catheter had been separated from the distal metal tip. Damage noted to proximal portion of distal tip. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub and was able to advance to the distal end of the catheter, but was unable to exit the catheter. The guidewire was then loaded through the distal tip but was unable to be advanced past the distal tip. The outer catheter was removed near the distal tip and the distal tip was examined under microscopic magnification. It was observed that the guidewire lumen was not twisted but was filled with dry blood and saline near the tip. Medical records review: medical records were not provided; therefore, a medical records review could not be performed. Image/photo review: images/photos were not provided; therefore, an image review could not be performed. Conclusion: the investigation was confirmed for guidewire related device- device incompatibility due to the guidewire lumen being filled with dry blood. The investigation was confirmed for material separation based on the condition in which the sample was returned. The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser¿catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the sfa, after the recanalization catheter had been loaded over the guidewire and activated for an unknown amount of time, the catheter was removed and was allegedly unable to reload over the wire. There was no reported difficulty in retracting the catheter through the introducer sheath. Reportedly, the catheter was exchanged for another and the procedure was completed. There was no reported patient injury.